Manufacturer narrative:
Device discarded by hospital.

Event description:
Circumferential atheroma at clamp/stick zone therefore accessed vessel 1 cm distal to atheroma .j-tip .035 4 cm within vessel. Enroute nps arterial sheath introduced under fluoro met resistance told physician to stop. Small distal dissection flap noted in distal rcca. Rica stenosis treated with srm 0640 enroute sds and dissection flap tacked down with srm 0930 enroute sds.